Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of four reports associated with this event.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. A batch review of the potentially associated lot numbers (gd882613, gd881565, gd881417) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Baxter spoke with the peritoneal dialysis nurse (pdrn) regarding the home patient's (hp) report of peritonitis. The pdrn stated that the hp had an initial onset of infection in (B)(6) 2011. The hp was not hospitalized at that time. Treatment initiated was with oral doxycycline and ancef (doses unknown) prophylactically. The hp had a reoccurrence and was also diagnosed with sepsis on (B)(6) 2011. The hp was hospitalized overnight. An initial dose of intravenous (IV) ancef and intraperitoneal (ip) ceftazidime (doses and duration unknown).the hp refused to continue with pd therapy at that time and the pd catheter was removed per the hp request. The hp, since (B)(6) 2011, has been receiving hemodialysis (hd). The pdrn gave causality to the hp's poor aseptic technique and stated that none of the baxter products were related. The hp had since completely recovered.